Event description:
On (B)(6) 2011, abbott point of care was contacted by a distributor who reported that an I-stat 1 downloader recharger's outlet and ac adapter emitted smoke on reception test. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).